Event description:
Edwards received notification that a (B)(6) patient with a valve model 3300tfx25mm implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of five (5) years and six (6) months due to degeneration leading to stenosis. As per medical opinion, it was not a valve early failure. The patient presented with nyha ii-iii. An edwards transcatheter valve was implanted successfully within the existing surgical valve which was fractured with a valvuloplasty balloon before valve deployment.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 17-year-old patient with a valve model 3300tfx25mm implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of five (5) years and six (6) months due to degeneration leading to stenosis. As per medical opinion, it was not a valve early failure. The patient presented with nyha ii-iii. An edwards transcatheter valve was successfully implanted within the existing surgical valve which was fractured with a valvuloplasty balloon before valve deployment. The patient was noted as to be discharged at pod#1.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration related structural deterioration, either calcific or noncalcified, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the noncalcified bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcified degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including the patient's age at the time of implant.